Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the infusion set serter would not release properly. The customer stated that the infusion set would get stuck in the serter. The blood glucose reading was 519 mg/dl. The customer stated that the infusion set tape was sticking to the side of the serter. He was advised to monitor his blood glucose levels, since he may have received insulin through the fill cannula step. He also reported that the infusion set had a bent cannula. Nothing further reported.